Event description:
It was reported the customer used two sets of tubing, two days in a row. Both leaked at a connection near the cassette. Both sets of tubing were lot 4235006. No patient injury was reported.

Manufacturer narrative:
Device evaluation: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6)2022 via email and attached to complaint object: this event happened on 4/27 and 4/28 and I noticed the leak at 7pm for both days. I hooked my son up at 5:30pm, the tubing was probably leaking then, but I didn?t notice until 7pm when the puddle that had accumulated was noticeable and the pump was beeping incessantly, with the alarm saying ?occlusion downstream?. The alarm would turn on and then immediately turn off, repeatedly. The leaks occurred while my son was hooked up but he sustain no injuries or illness. I did not take him to the hospital and he received no treatment, I only contacted my homecare company to advise them of the issue. I don?t have any other information regarding the tubing because I threw it and the packaging away after taking the picture. Patient details updated in complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d1: correction: brand name: updated, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown